Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure of the implantable cardiac monitor, after the physician had turned the insertion tool by 180 degrees, it was not possible to push the device under the skin. The icm was blocked. The physician was able to insert the device under the skin by hand. The icm remains in use, and no patient complications have been reported as a result of this event.